Event description:
Patient was revised tio address pain and large amount of grayish tissue. (Right hip).

Event description:
Patient was revised to address pain and large amount of grayish tissue. Update: (B)(6) 2013- litigation papers received. It is now alleged that the patient suffers from discomfort, inflammation, difficulty ambulating, and elevated levels of cobalt chromium. There is no new additional information that would change the investigation. Update: (B)(6) 2013 - pfs and medical records received. There is no new additional information that would affect the existing MDR decision. Update rec'd (B)(6) 2014 - medical records received. After review of the revision operative note it indicated metallosis. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the yby41 lot code found one manufacturing deviation. It was confirmed that the deviation should have had no effect on the reported complaint. A review of the device history records for the xxt85 lot code did not find any related manufacturing deviations or anomalies. Ap and lateral radiographs dated (B)(6) 2012 were reviewed (B)(6) 2015. The radiographs reveal malaligned uncemented right total hip implants. The radiographs are post revision of the acetabular liner and femoral head. The acetabular component is more vertical than recommended in the surgical technique (measures ~ 54 degrees). The lateral view is of poor quality and is not sufficient for measurements, but the anteversion of the cup and stem appears to be misaligned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (3/24/2017) medical records received. Metal ion labs available are greater than 7.0 ppb and support alleged elevated cobalt and chromium levels. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
**Update**1/28/2013- litigation papers received. It is now alleged that the patient suffers from discomfort, inflammation, difficulty ambulating, and elevated levels of cobalt chromium. There is no new additional information that would change the investigation. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.